Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: analysis was performed on the returned device. The reported difficult to position and inability to remove could not be replicated in a testing environment as is was based on procedure circumstance. The reported foot detachment was not confirmed as the actuator wire was observed to be detached from the tensioner. The reported difficulty to deploy the foot was confirmed based on the returned device conditions. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported difficulties and subsequent treatment appears to be related to circumstances of the procedure due to interaction with the patient calcification. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the a calcified common femoral artery was attempted with a proglide device using the pre-close technique via a 7f sheath prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, resistance was felt with the anatomy during advancement of the proglide device. Resistance was felt during foot deployment of the proglide device the foot broke off. It was not possible to retrieve the device manually from the anatomy, the vessel was incised and the puncture site enlarged to access the vessel, remove the broken foot piece and the proglide device. No tissue damage was noted. After successful retrieval of the proglide device the sheath was upsized to 14f and the tavi procedure was completed. Hemostasis was achieved via surgical suturing. There was no reported adverse patient sequela and no clinically significant delay in the procedure or therapy. The patient is doing well. No additional information was provided.